Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
This report addresses the issue of reportable alarm se 2367( end therapy). The customer contacted baxter's service center regarding a check final line alarm which occurred on the home choice (hc) during last fill. The registered nurse (rn) stated they had cycle the power and then the hc alarmed again with a system error 2367 occurred. The technical service representative (tsr) had the rn cycle power to press go to start. The tsr explained the alarms and assisted the home patient (hp) to clear alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.